Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie pocket had failed. The customer stated that there was a spill on the drawers. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie pocket had failed. The customer stated that there was a spill on the drawers. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie pocket had failed and required maintenance. A field service engineer (fse) confirmed customer spilled a picture of water, which entered auxiliary drawers 3-1 and 3-2, both enhanced half-height drawers. Fse attempted to clean and restore the drawers, but the water damage was too extensive. Enhanced half-height drawer auxiliary 5 was also affected and confirmed to be damaged. Fse replaced the auxiliary 5 drawer to restore functionality. The system functioned as intended after the field service engineer repaired the device.